Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer loaded a new cartridge onto the pump to resolve the issue. Additionally, it was reported that the pump time was incorrect by 4 minutes; cause was unknown. Customer's blood glucose level was 190 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.